Event description:
It was reported the patient underwent an atrial lead revision due to perforation. The patient developed a pericardial effusion that required draining. The patient also experienced diaphoresis and complained of chest discomfort. The atrial lead demonstrated no capture and high thresholds. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed. No anomalies were found. It was noted blood was in/on the helix/lobe mechanism.